Manufacturer narrative:
Initial and final MDR 2011510- MDR 3003442380-2024-28319- device 1 of 2. H11 : since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that two infusion set tube was detached from connector within 4 hours of use. Infusion set was place in (B)(6) 2024 and (B)(6) 2024. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.